Manufacturer narrative:
As reported by the study, this patient presented to cardiac cath and 2-vessel disease was found. Direct stenting was performed with a 3.0x23mm cypher stent in the proximal left anterior descending artery (lad) at 14 atm. Treated next by direct stenting was a lesion in the proximal circumflex with a 3.0x23mm cypher stent. There were no procedural complications. Pre-procedure medications included calcium antagonist, aspirin, clopidogrel, simvastatin and ace inhibitor. Post-procedure medications included plavix only. It is not known if an autopsy was performed or the actual cause of death. This product is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. This is one of two products used in the same procedure that were submitted under the following manufacturing numbers 9616099-2006-01291 and 9616099-2006-01292.

Event description:
Subject was hospitalized 25 days in 2005. Subject was admitted via the emergency room, strong pelvic pain. In addition the subject did not eat or drink adequately. Subject receives an infusion to lessen the pain. However, subject then shows intermittent states of confusion. The psychiatrist decides to stop the fentanyl medication. Subject does not show a rise in pain complaints. Diagnosis of progressive prostate cancer with osteal metastasis (tumor staging ct2c, cno, cm1 (oss). The further process worsened, bloody stool was seen although no gastroscopic reasons could be found. Subject was transferred several times. Subject remained symptomatically and died on 25th day.